Manufacturer narrative:
Event date: exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient developed an infection at the implant site. The patient underwent an explant procedure.